Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the left middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils in the aneurysm; however, one of the smart coils prolapsed. The patient was given aspirin as a remedial therapy to the coil prolapse and no adjunctive device was used in the procedure (i.e. Stent). There was no report of an adverse effect to the patient. Additional information received on 17-nov-2017 stated that the ¿principal investigator (pi) agrees that no undesirable clinical event came from coil prolapse, so it will be deleted as an adverse event¿.